Manufacturer narrative:
The technician adjusted the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the casters are not holding when locked in brake.